Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID a01411002, serial# unknown; product type recharger product ID 3550-29 lot# n383437, implanted: 2013 (B)(6); product type accessory product ID 3550-29 lot# n376632, implanted: 2013 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had her pocket revision the week prior to (B)(6) 2013. The battery was jump started for use again.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID a01411002, serial# unknown, product type: recharger; product ID 3550-29; lot# n383437, implanted: (B)(6) 2013, product type: accessory; product ID 3550-29, lot# n376632, implanted: (B)(6) 2013, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger.

Event description:
It was reported, the manufacturing representative was only able to get 0-2 coupling bars. The reporter stated, they did see three bars at one time, but it then went back to two. It was noted, the patient had never gotten any more than two coupling bars at home. It was further noted, the manufacturing representative did not have another recharger to rule out the patient¿s recharger. It was noted, the manufacturing representative tried using the antenna locate feature and they got 70/70 and 70/72, but this did not improve coupling. It was further noted, the manufacturing representative had adjusted the antenna dial, but that did not improve coupling. The reporter stated, the implantable neurostimulator (ins) was shallow in the pocket and they could easily palpate the ins. Additional information received reported, the patient¿s recharger was ¿messed up¿ and they could not get it connected. The reporter stated, they had all white bars and no black bars when trying to recharge. It was noted, the patient had been trying to recharge frequently. The reporter stated, they were getting sore and the recharge process was hurting them. It was noted that an x-ray was done last week to confirm the placement of the ins. The reporter stated, they were in really bad pain because, they could not get it working like it was supposed to. It was noted, the patient insisted the recharger was faulty. It was further reported, the patient was unable to get connection signal with battery. It was noted patient had normal charge on first several recharging sessions, then unable to get connection. It was stated after running diagnostics ¿everything appeared to be alright¿ and x-rays confirmed battery had not flipped and was in proper positioning. It was further reported, the patient was sent a new recharger and was able to get good connection with battery for 2 or 3 sessions, then was unable to get connection signal again. It was noted at appointment on (B)(6) 2013 with manufacturing representative they were only able to get 2 black bars, but when patient got home they were lost and not able to gain connection. It was further stated there was battery depletion as battery was not able to charge with recharger. Analysis found complaint unverified for the recharger, no issues found during bench testing, no issues with charging implantable neurostimulator or recharger. It was further reported, the patient did not have concerns with device or therapy and had received assistance from her physician or manufacturing representative. Additional information received reported that there was a coupling problem. The patient continued to have coupling issues despite having tried a new recharger and new recharger/antenna system. An x-ray was taken and the implantable neurostimulator (ins) had not appeared to be flipped but could not be confirmed. It was noted that the patient¿s pocket was very tight and was not sure the ins could have flipped. The patient was unable to get more than 2 coupling boxes. It was further reported images were taken of the implantable pulse generator (ipg) and showed the ipg had flipped ¿leading to her inability to charge,¿ it was stated patient had been scheduled for a pocket revision.